Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot# serial# (B)(4) implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had not received another device but had passed a pump trial and was awaiting approval for implantation. The patient wasnoted to not have recovered and to have ongoing symptoms/issues. The patient was not allergic to the device "per se." Her body was rejecting the implantation of the lead wires in the epidural space along both sides of her spine. No additional information was known as the patient was waiting for approval for implantation. This event will be updated if additional information is received.

Event description:
It was initially reported that there was a problem with the patient and the device. The manufacturing representative thought there was an infection. With follow-up the manufacturing representative clarified that it was not an infection and it was a potential allergy to the implant. The patient developed a severe headache and pain that radiated to the abdomen and back. The device was explanted on (B)(6) 2014 which was about two weeks after implant. The patient wanted the device put back in, but the patient's healthcare professional wanted more information about what was in the device that could cause an allergy. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.